Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that her daughter was hospitalized due to hyperglycemia on an unknown date. The customer¿s blood glucose level was 318 mg/dl and 290 mg/dl. The customer was treated in the emergency room. The customer reported that they had bent cannula. The insulin pump will not be returned for analysis.